Event description:
It was reported that the device was explanted due to infection. It was suspected that the patient was allergic to some materials in the device. Patient was fine after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Analysis was normal. No anomaly was found.